Event description:
It was reported by service report that the head right siderail timing link was broken in two pieces with exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail timing link was broken in two with exposed sharp edges.